Event description:
It was reported that on (B)(6) 2022, a 25mm navitor valve was selected for implantation. It was noted that there was sufficient calcium to allow anchoring of the device. The valve was deployed at 3-4mm non coronary cusp above the annulus , and 3-4mm left coronary cusp below the aortic annulus. During the procedure, after deployment, the valve jumped up into the ascending aorta. Once the valve embolized, it was at 3-4mm non coronary cusp and 1mm left coronary cusp above the aortic annulus. The valve was snared and moved higher into the ascending aorta and another navitor valve was then implanted. The patient is reported to be critically ill. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of the valve migrating after implant was reported. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, deployment or retraction difficulties. Information from field indicated that there was adequate calcium to anchor the valve, the patient did not have a horizontal aorta, there were no difficulties deploying the valve, there was no tension in the delivery system upon deployment, and that the valve was at the correct implant depth. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. Please note per the instructions for use, "once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage."